Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not alert for shock therapy that was delivered to the patient. The device remains in use. No patient complications have been reported as a result of this event.